Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, white particles calcification-like in device outer surface, wear abrasion and fold creases. A microscopic analysis and leak test were performed which identified one curved opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage per rga.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and implant exchange from textured to smooth due to patient's concern with the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and implant exchange from textured to smooth due to patient's concern with the device. The device remains implanted.